Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2020 with the following findings: a review of the pump¿s black box verified the call service 078 motor error alarm. During investigation, the call service 078 alarm was duplicated and there was no motor movement. The pump cover was opened and internal moisture corrosion was found on the motor flex connector and surrounding components. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.